Event description:
¿ A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. ¿ during the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed ¿ the device was scrapped.

Manufacturer narrative:
H3 other text : service by third party service center